Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited high out-of-range impedance measurements greater than 2,000 ohms. A field representative wanted to check the measurement in unipolar but boston scientific technical services (ts) discussed that unipolar configuration is not available in defibrillators. Additional information was received indicating that the cause of the observation was not determined. The device was reprogrammed to vvi and the ra lead was turned off. The system remains in service. No adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.